Manufacturer narrative:
Added g3 / g4 PMA/510(k)number that was omitted on initial report.

Event description:
On an unknown date, a patient underwent a physician-modified endovascular graft (pmeg) procedure for an aneurysm where a cook alpha endograft was used as the main aortic component and then modified (burned fenestrations) for the visceral vessels. It was reported, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the renal artery. It was reported, the physician made a 6 mm diameter fenestration in the main aortic graft for the renal artery. The vbx device was implanted. Reportedly, the delivery catheter was withdrawn and the procedure was complete. On (B)(6) 2025, the patient presented. Imaging was performed, and an endoleak was observed in the area of the vbx device fenestration. Reintervention was performed. A 7 mm vbx device was advanced and deployed to seal the leak.

Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. This complaint was initiated based on information received from the field. No items were available to directly evaluate product performance relative to the reported device failure mode, and the cause could not be established with the available information; therefore, this investigation is complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.